Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameters and usage information, the device was within expected longevity performance. As received, the device could not be interrogated due to a low battery voltage. The device was analyzed with a new battery and found to be normal. Testing detected no anomalies and the device met all specifications. The device's battery was sent to the vendor for further analysis; no anomaly was found. Because the total longevity reading was within specification, it is likely that the slightly high lv pacing settings resulted in the short eri to eol margin.

Event description:
It was reported that the battery depleted rapidly for a short margin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.